Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use (IFU) states under the intended use section that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Use on the tricuspid valve did not likely influence the event. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the difficult to remove the clip (clip caught on implanted clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report the clip (80607u159) became caught on the implanted clip. It was reported that the mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a tr grade of 4. The first clip was implanted successfully. A second clip (80607u160) was deployed; however, the clip moved on the septal leaflet after deployment. A third clip delivery system (cds 80607u159) was advanced to stabilize the second clip; however, the third clip became caught on the second clip. The third clip had to be implanted partially on the implanted clip and valve. No damage occurred to the second clip. Three clips were implanted, reducing the tr to 2. No additional information was provided.